Manufacturer narrative:
Investigation summary: bd received one open, but unused, sample for evaluation. A visual analysis was performed on the sample, which confirmed the presence of silicone drops on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6057065. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Root cause analysis: the root cause of excess silicone on the catheter is caused by the amount of silicone that is dispensed during the siliconization of the catheter tip tipper. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿droplike¿ particles were found on the surface of a bd angiocath¿ IV catheter prior to use. There was no report of injury or medical intervention.